Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically abandoned and new lead was implanted. No additional adverse patient effects were reported.